Event description:
It was reported that a patient underwent a bilateral indirect hernia repair procedure on (B)(6) 2012 and mesh was use. On (B)(6) 2012 the patient became febrile and the wound the became infected. The wound exudate was positive for (B)(6). The patient was treated and is fine.

Manufacturer narrative:
(B)(4). Unspecified treatment provided. Infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the lot sterilization records was conducted. This review did not identify any quality concerns and the lot met all release criteria.